Manufacturer narrative:
(B)(4). Evaluation method code: no testing methods performed unable to be selected. The product was not returned; therefore the complaint cannot be verified. This event is being reported due to a single preceding medical device report where surgical intervention did occur. This event is a subsequent malfunction. The risk to the patient is remote. Investigation of other complaints with similar abutments that were fractured concluded the fracture was related to the design of the hex and boss connection and to the screw access hole which led to the recall. (B)(4).

Event description:
The doctor indicates that the zirconia abutment has fractured.

Manufacturer narrative:
Device not returned to manufacturer.